Manufacturer narrative:
H6: investigation findings, conclusion code.

Event description:
On (B)(6), 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Gore® dryseal flex introducer sheaths were used for access. It was reported that there was a resistance when delivering the 16 fr sheath inserted from the left side of the patient. After implantation of the endoprostheses, angiography showed a dissection at the left access artery. As treatment, a stent graft was additionally implanted into the distal left common iliac artery, and a smart® stent was additionally placed in the left external iliac artery. The physician reported that the entry tear of dissection may have occurred in the left external iliac artery. Measurements of the left common iliac artery and left external iliac artery were not provided to gore.